Event description:
Unomedical reference number (B)(4). Event occurred in germany on (B)(6) 2024, it was reported that the patient faced an issue since there were air bubbles in the tube. No further information was available.